Event description:
Reporter stated there is corrosion on the pins of the inform ii base and the pins have sparked when meters are docked. No adverse event was reported. The alleged product was replaced and requested for evaluation.